Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer reported via phone call the sensor had inaccurate readings the enlite sensor. Customer states she calibrated on friday with a blood glucose 51 mg/dl and the sensor glucose stayed at 51 mg/dl until monday. Troubleshooting was performed and found the transmitter was working properly. Troubleshooting was performed on the sensor and according to her reports the sensor seems to be tracking very well. Advised there is no report that the sensor was stuck at any sensor glucose level. The customer declined to troubleshoot for low blood glucose. The sensor will be returned for analysis.